Event description:
As reported by the user facility: slide clamp cut tubing causing chemo spill. Additional info provided by the facility indicated no injury occurred and no one suffered any adverse sequela associated with this incident. The clamp is cutting the tubing when the set is in use with the pump. The sample will be returned for eval.

Manufacturer narrative:
The actual device has not yet been made available for the manufacturer to evaluate. Without the actual sample a thorough eval could not be performed. There has been no other reports of this nature against this part. No specific conclusions can be drawn. If the actual device is received, a follow-up report will be filed.